Event description:
It was reported that the catheter was not properly irrigated before insertion into the patient and the patient experienced cardiac arrest, ventricular tachycardia (vt), and air embolism. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was used. The transseptal puncture was performed with a versacross connect for faradrive system, then a non-boston scientific mapping catheter was inserted to map the left atrium (la). The mapping catheter was removed and the farawave catheter was inserted; however, irrigation of the catheter was not checked prior to insertion, contra a warning in the catheter instructions for use (IFU), and it was found that it was not dripping from the distal end. After this observation the catheter was connected to a pressure bag while still inserted in the patient. The patient then experienced hemodynamic collapse and ventricular tachycardia. The patient was shocked out of vt three times and chest compressions were performed for 45 minutes. A large amount of air had been observed in the left ventricle (lv) after the catheter was removed. An attempt was made to suck the air out using a pigtail catheter, which was somewhat successful. The patient stabilized and was transferred to the intensive care unit (ICU). The procedure had to be cancelled due to the complications. The patient was noted to be stable and responsive after the procedure. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient had a drop in blood pressure when the hemodynamic collapse occurred. The air in the lv was observed on fluoroscopy.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. A review the device labeling was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Inspect irrigation saline for air bubbles and remove any air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause embolism."; however, "irrigation of the catheter was not checked prior to insertion." The instructions for use (IFU) contain detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. The reported use of device problem that occurred during the procedure was confirmed by the labeling review. Additional information was received that required updates to the initial MDR in blocks a4 weight and unit of measure - weight, a5 ethnicity, a6 race, b5 describe event or problem , g2 report source, and h6 patient codes.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was not properly irrigated before insertion into the patient and the patient experienced cardiac arrest, ventricular tachycardia (vt), and air embolism. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was used. The transseptal puncture was performed with a versacross connect for faradrive system, then a non-boston scientific mapping catheter was inserted to map the left atrium (la). The mapping catheter was removed and the farawave catheter was inserted; however, irrigation of the catheter was not checked prior to insertion, contra a warning in the catheter instructions for use (IFU), and it was found that it was not dripping from the distal end. After this observation the catheter was connected to a pressure bag while still inserted in the patient. The patient then experienced hemodynamic collapse and ventricular tachycardia. The patient was shocked out of vt three times and chest compressions were performed for 45 minutes. A large amount of air had been observed in the left ventricle (lv) after the catheter was removed. An attempt was made to suck the air out using a pigtail catheter, which was somewhat successful. The patient stabilized and was transferred to the intensive care unit (ICU). The procedure had to be cancelled due to the complications. The patient was noted to be stable and responsive after the procedure. The device is not expected to be returned for analysis due to disposal.